Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that 5 months after an intraocular lens (iol) was implanted, it was then exchanged for a monofocal lens due to patient having glare and dissatisfaction with the visual outcome. Additional information was requested.